Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
"(B)(4) - the dentist reported that 2 years and 3 months after the dental implant was installed in intraoral region #3, and 1 year and 8 months after prosthesis installation, it was verified its loss of osseointegration. No further information was provided."